Event description:
Consumer called to report getting erratic readings with her meter reading. Analysis run on concensus error grid using average reading (208) as reference point vs. Bd readings (393,33) yielded some data points in the c range of the grid, outside acceptable limits.